Event description:
Complainant alleged that during an inservice by a zoll sales rep, the device's shock button was not functioning. The complainant indicated that there was no pt involvement in the reported failure.